Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff, pump and balloon components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff, pump and balloon. Inspection of the remainder of the device revealed no damage or irregularities. The pump passed functional testing and performed within product specifications. The balloon was not functionally tested because of unknown product specifications. Product analysis did not identify a product malfunction. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, conclusion codes of known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to erosion. The device was explanted. The physician waited to get the tissue healed before implant of a new device. A new device was implanted at a later date. No further patient complications were reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to erosion. The device was explanted. The physician waited to get the tissue healed before implant of a new device. A new device was implanted at a later date. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.